Event description:
The manufacturer was informed of the intraoperative explant of a perceval plus aortic heart valve, size m, which occurred on (B)(6) 2025. As reported, an echocardiogram performed post-implantation revealed valve leakage and the presence of a leaflet appearing shorter than expected. Consequently, the pvf-m prosthesis was explanted and replaced with another valve (unknown model and size). No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer is actively following up with the healthcare facility to obtain additional details regarding the event. A follow up report will be submitted upon receipt of any new information or at the completion of the investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected sections: h6. The involved prosthesis was returned to the manufacturer for analysis and was received on july 17, 2025. The returned valve was received in the explant kit, inside the original plastic jar filled with unknown liquid. Overall, the returned prosthesis appeared to be in good storage condition. After decontamination, the valve was visually inspected without highlighting elements of non-conformity according to the specifications. A dimensional analysis was conducted to ensure the device met the specifications. The height of each leaflet was verified resulting in conformity. Both the valve inflow skirt and the sinusoidal structures were found to be compliant. To investigate the reported central leak, hydrodynamic testing was performed. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction was 5.2 % and the effective orifice area was 3.06 cm2, which is below the requirement of iso 5840 (rf% < 10% and eoa > 1.25 cm2) for a prosthesis of equivalent size. No opening or coaptation anomalies were detected both in normotensive and hypotensive conditions. This is further supported by the steady flow test images taken prior to product release, which show no signs of abnormal behaviour and demonstrate consistent leaflet morphology during opening and closing. Based on the analysis conducted, the reported event cannot be attributed to any intrinsic factor related to the device itself, as no anomalies were observed during the investigation. Specifically, the claimed issues were not detected either during the hydrodynamic test nor by analyzing the images from the steady flow test performed prior to product release. Based on the manufacturer's experience, a complex patient's anatomy and/or unintended user error leading to incorrect sizing or positioning of the prosthesis could be possible causes of the reported event. However, since no further details about the incident were available despite the follow-up attempts, a definitive root cause could not be determined. The manufacturer will re-evaluate the case should any new information become available in the future, and will submit a follow-up report accordingly.